Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included vulvodynia, chronic cervicitis and paratubal cyst. Concomitant products included sertraline hydrochloride (zoloft) since 1999, topiramate since 2012 and trazodone since 2005. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cysts on ovaries"), cervical cyst ("reproductive system disorder or condition type of disorder or condition: cervix cyst") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ovarian cyst, cervical cyst, endometriosis, menorrhagia and vaginal haemorrhage had resolved. The reporter considered cervical cyst, endometriosis, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometriosis, pelvic pain". Most recent follow-up information incorporated above includes: on 22-may-2019: plaintiff fact sheet and medical record was received events added from pfs- pain pelvic pain, endometriosis, cyst on ovaries, cervix cyst, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), she did not undergo confirmation test. Reporter information, medical history, concomitant drug, events onset date, essure removal date, severity, events outcome, race, height, aka name was added. On 22-may-2019: coding correction (processed with fu from 22-may-2019) no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.